Event description:
Customer complaint - limited data available stated device overheated. Burnt daughter.

Event description:
Customer complaint - limited data available. The customer stated that the device overheated and burned their child.